Event description:
Enfit g-tube connector- when turning to take off, the soft part of the connector broke off leaving only the end in the j tube. Was able to turn and get out of tube with a small clamp.